Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Photographic analysis: five pictures were provided. Picture one shows two white reloads from a top view inside of a plastic bag. The reloads can be seen fully fired. The reload from the right of the picture can be seen with several b formed staples in the cartridge deck. Picture two shows a white reload from top view. The reload can be seen fully fired. Picture three shows a white reload from bottom view. The reload appears to be fully fired as the sled can be seen on the distal end. Picture four shows two reload. The reload from the right is in top view and it is fully fired with several b formed staples on the cartridge deck. The reload from the left is in bottom view and it appears to be fully fired as the sled can be seen on the distal end. Picture five shows two white reloads from bottom view. The reloads appears to be fully fired as the sled can be seen on the distal end. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Were any clips used in the vicinity of firing? What stapling device was used with these reloads? Does the surgeon believe that there were any calcifications present? What troubleshooting steps were taken to open device? Were any unusual noises noted? How was the device cleaned between firings?

Event description:
It was reported that during the laparoscopic lobectomy surgery, after fired, could not open the jaw when severing the posterior ascending artery of the right upper lung. Repeated many times to open the jaw(followed up IFU) but failed. For security reasons, the laparoscopic surgery was finally converted to open surgery. During the open surgery, tried to open the jaw again, the jaw opened. Changed another reload to continue, after fired, difficult to open the jaw. Another device was used to complete the surgery. The patient is stable and discharged now.